Event description:
It was reported that the left ventricular (lv) lead exhibited high, rising pacing impedance measurements. It was also reported that the right ventricular (rv) lead exhibited rising defibrillation impedance measurements. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.